Event description:
Total knee arthroplasty performed 1996. Subsequently, patient experienced pain and radiographs indicated patella component was no longer affixed in the cement mantle. Revision to replace patella was performed in 2001. It was noted intraopoeratively that the peg portion of the patella had sheared off.